Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumers mother states the unit is only working intermittently. She states he has only had the unit for 2 1/2 years and her son needs one.